Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Note: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was planned to be replaced later that day; however, device replacement has not been confirmed. Additional information was received confirming the device was explanted and replaced that same day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device was planned to be replaced later that day; however, device replacement has not been confirmed.